Event description:
It was reported that a physician was having difficult to use his handheld computer. It was reported that when the device is used, on the dosing page the keypad menu in the top right corner doesn't function, every time it was being pressed; even if the alignment was ok. Troubleshooting was performed several times without solving the issue; the problem kept reoccurring. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. The return of the suspect handheld computer is expected but it has not been received to date.

Event description:
The suspected handheld computer and flashcard were returned to the manufacturer on 05/16/2016. Analysis of the returned handheld computer was completed and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.